Manufacturer narrative:
The device was manufactured from march 9, 2020 - march 10, 2020. The actual device was received for evaluation. A visual inspection noted white crystallized drug residue located near the fillport. Functional testing was performed by filling the device with green colored water. During fill, no evidence of leak was observed. After fill, the sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked; further described as "has a white residue around the top." This issue was detected prior to patient use. The set was filled with 4600mg fluorouracil in 115 ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.